Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 26mm annuloplasty band, the band was explanted and replaced with a bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from the surgeon that the band was explanted and replaced as the patient's valve was not repairable. If information is provided in the future, a supplemental report will be issued.